Event description:
It was reported that during implant, the physician was unable to secure the lead into the device header. A different device was used, and the lead could be properly secured. There were no consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.